Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5027242/5029006.

Event description:
It was reported that the patient was experiencing ineffective therapy and undesired sensations. It was noted that the patient was no longer using the device for almost two years. The patient underwent an explant procedure wherein all device components were explanted. The patient was doing well postoperatively. No device malfunction was suspected. The explanted devices were discarded.